Event description:
Related manufacturer reference number: 2017865-2021-37663. It was reported that the patient presented remotely via merlin.net. Review of transmission revealed noise episodes on the atrial lead and pacemaker. No changes or intervention was performed. Patient condition was stable.